Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority 30176 (max air exceeded) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during initial set up of peritoneal dialysis therapy. The hp reported that there was a leak at the transfer set; further described as "wet in the transfer set, even after drying the wetness was still present". A pin size hole in the transfer set was identified (unspecified location). Renal therapy services (rts) assisted the hp in ending the treatment. Subsequently, the transfer set was replaced with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.